Event description:
The site reported the following: during a case treating the sfa using a jetstream xc 2.4, the physician reported that the catheter seized up on the spider guide wire. The physician was able to remove the device from the guide wire and from the pt without incident. The procedure was finished successfully with balloon and stent. No further intervention was necessary.

Manufacturer narrative:
(B)(4). Quality assurance product analysis received and examined the returned jetstream xc-2.4 catheter. Visual examination found a kinked area located on the catheter shaft. In addition, the inner sheath was kinked, and the drive coil liner damaged. Product analysis concluded that tortuous anatomy along with torquing, pushing or pulling the catheter could contribute to the kink and failure of the catheter shaft and drive coil liner. In this case, the spider filterwire guide wire is not listed in the jetstream system IFU as a compatible device.